Event description:
Device shows eos after ablation surgery. Device had tachy therapies manually deactivated prior to procedure. Device remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test proved the device functions to be as specified. The returned data were inspected. The ram dump from (B)(6) 2019 at 04:47 pm showed that the therapy of the ICD was deactivated on (B)(6) 2019 at 09:28 am. A re-initialization of the ICD was performed on (B)(6) 2019 at 00:46 pm and the therapy functionality was activated again on (B)(6) 2019 at 00:56 pm. No other peculiarities were observed. Furthermore, the follow-up data from (B)(6) 2019 at 04:47 pm were also inspected and showed no anomalies. The current battery status after re-initialization is mos1 (77 percent), based on the returned data. All data available for analysis were obtained after re-initialization of the ICD on (B)(6) 2019 . Therefore, no findings are available with respect to the activation of the battery status eos. Based on these data, the ICD is functioning normally and as expected. It was communicated to biotronik that the data before re-initialization will not become available. A manual battery voltage measurement as well as a manual capacitor reformation of the ICD would be of help for evaluating the current status of the ICD. If the battery measurements show normal values and the manual capacitor reformation succeeds, a device malfunction would be very unlikely. In this case the patient should be closely monitored during the following weeks to exclude any potential malfunction. Should further relevant information become available, this investigation will be updated.